Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the health care professional called and reported that the pacemaker showed less than six months of remaining longevity during the last follow up. Two days later the pacemaker reached the elective replacement indicator time. The health care professional inquired the reason of the rapid battery depletion. Technical services explained how the device works. An engineering analysis was performed and it was concluded. That the longevity remaining estimate changing from 1.0 years remaining to less than 0.5 years remaining may have been a result of the device changing current bins for the longevity remaining calculations. A longevity calculation performed confirms that the device is depleting normally and has exceeded nominal calculated longevity. The pacemaker was explanted due to normal battery depletion. No adverse patient effects were reported.